Event description:
Litigation papers allege that since the surgical implantation of the asr system, the patient has experienced pain and discomfort in her hip. It is also alleged, that the patient has suffered permanent injuries as a result of the implantation of asr hip implant.

Manufacturer narrative:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Doi: (B)(6) 2009- dor: none reported (left hip). Reason for original complaint.- litigation papers allege that since the surgical implantation of the asr system, the patient has experienced pain and discomfort in her hip. It is also alleged, that the patient has suffered permanent injuries as a result of the implantation of asr hip implant. Doi: unknown dor: none reported (unknown hip). Patient is a resident of (B)(6). Update 01/31/2013 - additional litigation papers received 01/25/2013 and attached. There is no new information that would change the outcome of the investigation. Update rec'd 12/20/2013 - pfs and medical records received. Part/lot was provided. Records indicate that the patient was bilaterally implanted with pinnacle, not asr. Additionally, original litigation mentioned issues from metal on metal; however, the sticker sheet indicates that the patient was actually implanted with poly. There is no new additional information that would affect the existing MDR decision. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
Update rec'd (B)(4) 2013 - pfs and medical records received. Part/lot was provided. Records indicate that the patient was bilaterally implanted with pinnacle, not asr. Additionally, original litigation mentioned issues from metal on metal; however, the sticker sheet indicates that the patient was actually implanted with poly. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.